Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that healthcare professional recommended that customer begin continuous glucose monitoring due to low blood glucose. It was reported that customer awoke with blood glucose in the 30 mg/dl. Customer treated with juice and glucose tablets. Caller declined troubleshooting for low blood glucose.